Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving adequate stimulation till 6 months ago but recently has not felt the stimulation was providing adequate pain relief. In addition, the patient needs to undergo further back surgery. Reprogramming was not performed. The patient underwent surgical intervention on (B)(6)2017 where the entire scs system was explanted.